Manufacturer narrative:
The reported event of helix got distorted was not confirmed. As received, a complete lead was returned in one piece with helix found extended with traces of blood/body fluids. After cleaning and by applying torqued directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. Visual and x-ray examination did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, two right ventricular lead implants were attempted, however, their helix were distorted during insertion. The leads were ultimately not used. The patient was in stable condition.